Event description:
The company was informed that the pt experienced sound quality issues followed by loss of sound. Device testing revealed zero value on all electrodes. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
It was reported that the explanted device was discarded. A review of the device history record revealed no anomalies. The pt is progressing well without any issues. Advanced bionics considers the investigation into this reportable event as closed. This is the final report.